Manufacturer narrative:
This report is being sent to include the patient identification number.

Event description:
It was reported that recently this device has exhibited variable pacing impedance, from 450 ohms to 1700 ohms from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough integrity testing to exclude rv lead impairment. The patient was subsequently brought into the clinic where provocative maneuvers were performed, but all electrical measurements were stable and within range. Diagnostic imaging was also performed which did not show any sign of lead impairment. The physician elected to continue with remote follow ups and the system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that recently this device has exhibited variable pacing impedance, from 450 ohms to 1700 ohms from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough integrity testing to exclude rv lead impairment. The patient was subsequently brought into the clinic where provocative maneuvers were performed, but all electrical measurements were stable and within range. Diagnostic imaging was also performed which did not show any sign of lead impairment. The physician elected to continue with remote follow ups and the system remains implanted and in service. The patient was stable with no adverse consequences.